Event description:
Customer reported an issue with the power connection, stating that it was not easy to connect and suggesting that a different connection would be better. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information regarding the outcome of the event was obtained.